Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem-provided wall charging adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact to the customer¿s blood glucose value.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and using a secondary usb cable. There was no adverse impact to the customer¿s blood glucose value.